Event description:
It was reported this balloon was used to post dilate a stent in a saphenous vein graft dilatation procedure. Upon removal of the balloon catheter the balloon became engaged in the stent. Resistance was encountered upon removal and continual exertion resulted in the catheter shaft breaking, leaving the distal segment engaged in the stent. A retrieval device was used to pull the detached segment and engaged stent down to the entry site where a cut down was performed for successful removal. The procedure was completed with another balloon catheter and stent without pt complications. The engineers received the device and noted the catheter shaft was broken 1mm distal to the proximal balloon bond. The proximal portion of the shaft contained 1mm of balloon material. The detached distal portion of the catheter shaft was elongated and contained the remainder of the balloon material. The proximal portion of this balloon material contained mesh on it. This device displayed characteristics consistent with resistance upon removal, an elongated catheter shaft. Since co's follow up indicated resistance was encountered and force was used in an attempt to remove the balloon catheter, co believes these factors contributed to this event. The directions for use for this product state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...any use for procedures other than those indicated in the instructions is not recommended."